Event description:
It was reported that the patient experienced a loss of therapy due to their lead being fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established. Related manufacturer reference number: 1627487-2022-06675.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.